Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The dcs was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a bend to the stability shaft. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed without issue. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The inner member shaft and spindle hub were intact with no evidence of damage. The reported event for positioning difficulties, central regurgitation and hypotension could not be confirmed in the analysis. Conclusion: a device history record (DHR) review is not required as the product event does not indicate a potential manufacturing issue. The dcs was returned for analysis. The device was received with the capsule over-captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was a bend to the stability shaft. The device was received coiled instead of in a return kit. This indicated that the bend to the stability shaft may be due to the return state of the device, however, this could not be conclusively determined. There was no other damage to the subject dcs. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was noted that the valve was recaptured five times. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the information available. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the available information and no images to review, a conclusive cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was loaded inside the delivery catheter system (dcs). The valve was removed from the dcs and fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets appeared partially closed with a gap between the free margins. All leaflets were stiff with signs of severe creases and frame imprints. Tissue conditions appeared to be associated with the valve being crimped inside the dcs for an extended amount of time. Remnant coagulated host material was found on commissure 3-1. All commissures appeared intact. The frame was received in a severely crimped state. The valve was submerged in body-temp (approximate 37 celsius) saline. The valve expanded; however, maintained a compressed condition possibly associated with the valve being crimped for an extended period of time. There were no visible signs of distortion or damages to the frame after the warm saline submersion. Conclusion: ventricular fibrillation is a generally a result of known potential adverse effects per the device instructions for use (IFU), such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter based. Per the IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (such as valve positioning, sizing, and technique) and/or anatomical factors (such as location of coronaries with respect to the valve, and height of ostia). A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. A medical safety review of the event indicated that based on the information provided, the aortic insufficiency with subsequent hemo dynamic instability was likely related to the procedure and the multiple attempts to implant the valve into the previously implanted surgical valve. The coronary occlusion with subsequent ventricular fibrillation and hemodynamic instability was possibly related to the procedure and/or the multiple attempts to implant the valve. The atrial fibrillation was a baseline condition. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic will continue to monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve, into a previously implanted medtronic surgical valve, the valve was recaptured five times due to deployment being too deep or too shallow. After the fifth recapture, the system was withdrawn from the patient and a new system was successfully loaded. Upon removal of the first system, the patient developed torrential aortic insufficiency. Cardiopulmonary resuscitation (CPR) was performed and the patient¿s pressure partially stabilized. The alternate valve was implanted successfully. The patient's pressure stabilized and the gradient was measured. A post-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon (zmed). After the balloon dilation, ventricular fibrillation occurred with a drop in hemodynamic pressures. Cardiopulmonary resuscitation (CPR) with defibrillation were commenced. An aortic root angiogram was performed and thrombus/obstruction in the left coronary artery was observed. Subsequently, two stents were placed in the left main (lm) and left anterior descending (lad) coronary arteries. The right coronary artery (rca) was noted to be patent and non-obstructed. The patient's rhythm returned to baseline atrial fibrillation with return to baseline hemodynamic pressures. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 12-jul-2025, UDI#: (B)(4) select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329; product type: 0195-heart valves; lot number: [0011951848] product ID l-evolutfx-2329; product type: 0195-heart valves; lot number: [0011995328] product ID d-evolutfx-2329; product type: 0195-heart valves; lot number: [0011832526] product ID evolutfx-26; product type: 0195-heart valves; serial number: [ (B)(6) ] product ID 22 mm balloon aortic valvuloplasty (bav) balloon; z-med; lot number: [unknown] medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.